Event description:
It was reported that the tip of a polaris 5.5 k-wire broke off into the patient during a posterior fusion; the tip was retained. Further information about patient impact is unknown at this time.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is unrefuted for polaris 5.5 wire for the failure of fracture. This device is used for treatment. The failure could possibly be attributed to excessive forces being applied beyond intended use. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 k-wire broke off into the patient during a posterior fusion; the tip was retained. Further information about patient impact is unknown at this time.